Event description:
It was reported that the handpiece was being tested with an instrument and an error 5, instrument error, continually came up. The threaded stud was broken off. No patient involvement occurred.